Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that implant was stuck in driver. Does not disengage, driver stuck in implant. Tooth site # 31. The doctor had another implant and instrument available and she was able to finish the procedure with no problems for the patient.